Manufacturer narrative:
Batch review performed on 19 april 2021. Lot 1904334: (B)(4) items manufactured and released on 30-oct-2019. Expiration date: 2024-10-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery 6 months after primary due to cup migration. All components revised successfully.